Manufacturer narrative:
Product complaint (B)(4). A manufacturing record evaluation was performed for the finished device batch, and no non-conformance's were identified. To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent.

Event description:
It was reported by vet that the dog underwent an animal surgery in (B)(6) 2020 about two weeks ago and the suture was used. It was reported that the suture broke and unraveled post-op.

Manufacturer narrative:
Product complaint # ==> (B)(4). Date sent to the FDA: 04/23/2020. Investigation summary ==> it was reported performance breakage suture post-op and performance fraying suture post-op. It was received for analysis a sealed box with thirty-six unopened samples and opened box with thirty-one unopened samples of product code v316h, lot ppbbgsq0. The complaint sample was not received. During the visual inspection of thirteen unopened samples, no defects were found on the packages. The samples were opened, and the swage and attachment area were noted to be as expected. The sutures were dispensed without problems and examined along of the strand and no defects, damaged, fraying or suture breakage were noted. A functional test was performed and the tensile strength force was above the minimum requirement. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. Per the condition of the samples received, no performance ¿ breakage post-op suture or performance fraying suture post-op was found, and the tested samples met the finished goods requirements.